Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. On what date was the post-operative suture breakage found? Did the patient experience any consequence due to due post-operative suture breakage? In what date did the second procedure take place? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? Product code and lot # if applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent a carotid artery surgical procedure on (B)(6) 2017 and the suture was used. Post-operatively, it was discovered that the suture broke and the patient was re-sutured with another like suture. The current condition of the patient is unknown. Additional information has been requested.